Event description:
Per customer: "writer hung IV cyclosporin at 2000 via PICC line. All lines were tight and secure. At 2020 patient called writer to room and stated that the IV line was leaking/dripping medication onto the floor. Everything was secure however fluid was leaking from the primary line at the upper port (just below the white line). Portion of dose missed due to spill. Writer hung a new primary line and attached cyclosporin to it. Old primary line disposed of in chemo-precaution container. Medication infusing now with no complications. Housekeeping supervisor contacted and staff are here no with a spill kit to clean the affected area on patient's floor. Reported patient missed dose" no injuries or adverse effects were reported. 1. Reported complaint leakage area unknown 2. Quantity and condition of sample(s) we did not receive any complaint sample. 3. Concerned product code / batch vl pr 42-11 (m46445665)/ 32355611 4. Investigation report we did not receive any complaint sample or pictures for investigation. Based on the reason for the complaint we visually inspected all retain samples and found no defects. We also performed free flow and tightness test on one retain sample and the results were correct. The review of the batch documentation also did not show any deviations related to the complaint reason. Please note that without complaint sample we are not able to perform more detailed investigation. This is the first complaint that we received during the last 12 months (28.sep.2021 - 28.sep.2022) for this article (vl pr 42-11 (m46445665)) related to this failure (leakage area unknown). This the first complaint for this batch number (32355611) related to this failure (leakage area unknown). 5. Root cause the root cause of this failure is not determined as we did not receive any complaint sample or photos picturing defect for investigation. Therefore we are not able to confirm whether the reported failure is related to the production process or material fault. Moreover the inspection of retain samples and review of batch documentation did not show any irregularities related to the complaint reason. 6. Corrective action corrective and preventive actions are not necessary as the root cause of failure is not determined. 7. Conclusion based on these results we cannot confirm this complaint. Please note that without complaint sample or pictures more detailed investigation and an adequate root cause analysis are impossible.